Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 14-may-2024. H.6 investigation summary: bd received one (1) used sample, one (1) unused sample, and three (3) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter (fm) and additive abnormality was observed. The used tube had a greyish white fm embedded inside the tube wall. The unused tube had large droplets of additive rundown inside the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of embedded fm and additive abnormality. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® k2e / k2 edta blood collection tubes, there was foreign matter in the tube. The tube was replaced, and there was no report of patient impact.

Manufacturer narrative:
E1. Additional phone #: +(B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® k2e / k2 edta blood collection tubes, there was foreign matter in the tube. The tube was replaced, and there was no report of patient impact.